Event description:
Patient revised to address loose humeral stem.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that other devices from lot c38dga have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Review of the device history records found no manufacturing deviations or related anomalies. Provided info states the surgeon suspects he didn't cut the humerous low enough during the primary surgery. The surgeon exchanged a size 10 for a size 12 and downsized the humeral head. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.